Manufacturer narrative:
Additional information has been added which was not included with the initial report. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Unit received with cracked case on battery side, serial number label damage, battery tube threads cracked, cracked case (battery tube), cracked case-corner of belt clip rails, scratched case, cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay, cracked reservoir tube lip, missing o-ring (reservoir tube). In summary, customer allegation of cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Missing reservoir retainer ring confirmed. Original battery cap was not received with unit so battery cap damage not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), battery cap contact missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported that the metal contacts on pump¿s battery cap was loose, and also informed that the pump had a crack on its back, near battery compartment. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.